Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects coming out of the distal end. There was report of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The cause of the failure "due to clogging of nozzle, foreign objects come out of distal end" could not be further established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.